Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture in all vectors. Chest x-ray revealed lead dislodgement. Attempts to place a new lead on an unknown date were unsuccessful due to the patient's anatomy. The patient's condition was fine.